Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated "she" recharger charges her ins and then it stops, but does not do anything in her body at all. The patient is getting a warning power on reset (por), but has not done anything about it because she just buried her husband. The patient has been living on pain pills and has been going without this for two months. The patient reported seeing por a couple weeks ago, and the message cannot be cleared. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep reported that the por was cleared and issue was resolved.

Event description:
Additional information was reported that the caller stated the patient's device is in over-discharge and now there is a power on reset (por) on the recharger. The caller inquired on how to clear the por message. The clinician programmer prompted that the device battery was too low and should be recharged when trying to interrogate. It was also reviewed that the por is part of the overdischarge recovery process. Once the device has been charged to 25% the caller can go in and clear the por. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information was received from the patient and hcp. It was reported by the patient that the cause of the por was because it would charge on the one that goes on her hip, but it would not charge into the hip. The hcp said the cause was not determined. The patient said she replaced two parts to try to resolve the issue with no success. The hcp said that scoliosis x-rays were taken on (B)(6) 2019. The hcp spoke with a rep about troubleshooting over the phone. The hcp said the message had not been resolved as the patient became upset and left their appointment. The patient said that she had been living on pain pills for the last two months or longer and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.